Event description:
It was reported that when the radiofrequency (rf) energy delivery button was pushed, the button was stuck in the 'on' position. Also, the foot switch gave an error during the ablation procedure. It is expected that the ablation generator will be returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the foot switch connector was loose, the soldering was broken. Impedance measurement and thermocouple measurement also failed during incoming inspection. The lens beacon was damaged, inside bezel earth pins were broken, the enclosure was bent and the rear bumpers were broken.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).